Event description:
Complainant alleged that before use, the device had no o2 dosing and experenced battery failure. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
H3: the bellavista logfiles were given to technical support for investigation. The logs were reviewed by technical service. There is no current indication of tf379 or tf387 alarms. The last recorded instance of these alarms was in november 2024, which is well beyond the reporting timeframe. Since the logs confirm that the device is currently operating within normal parameters and the alarms have not reoccurred, the complaint related to "no o2 dosing possible" will be closed as unsubstantiated.